Event description:
Information received indicates the casters will still roll after the brake pedal was engaged.

Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.